Event description:
It was reported by the affiliate that the (1) pmw35 was used during an unknown procedure. It was reported that the staples are closed, but do not feed. There is a slight tissue tear. The case was completed with another instrument. There was no pt consequence.